Event description:
While troubleshooting a "diluent out of limits" error, the customer noticed a leak of clear fluid in the bsv area of the lh500 instrument. The volume was not reported and the leak was not contained.

Manufacturer narrative:
The field service engineer (fse) did not observe a leak when he arrived at the customer site. After investigation, he found the tubing had become disconnected from the sample aspiration probe to the first blood detector. The fse reconnected the tubing to the first blood detector and verified the repair by running startup, latron and 5c controls and all results were within acceptable ranges. Upon recur, the failure mode is likely to cause erroneous cbc and differential results due to a cbc dilution error and improper sample/diluent delivery. (B)(4).